Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced driveline disconnect alarms but was unsure what happened and the alarms self-resolved. Log files were submitted for review. The log files captured a pump stop at 08:20 am on (B)(6) 2024, due to a manual driveline disconnect. The pump was off for 54 seconds before the driveline was reconnected. The pump then ramped back up to its set speed of 4800 rpm. The log went on to capture no external power alarms on (B)(6) 2024 that appeared to have been the result of the patient disconnecting both system controller leads from power. The patient stated the cause of this alarm was due to them losing power. There were no other unusual events recorded in the log file event history. The patient continued to deny disconnecting the driveline and the customer reinforced education on driveline disconnect.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of driveline disconnect and no external power alarms can be confirmed based on the information recorded in the provided log files. Log files provided by the customer were reviewed. The system controller event log file contained data recorded from (B)(6) 2024. The recorded information revealed that the driveline was disconnected on (B)(6) 2024 at 08:20 followed by a 0 rpm speed and 0 lpm flow. The driveline was reconnected at 08:21 and the pump restarted operation at the set speed of 4800 rpm. The event appeared consistent with a physical disconnection of the driveline. The data captured on (B)(6)2024 at 08:06 revealed that controller¿s black power cable was disconnected from the 14v battery first followed by the white power cable which resulted in a no external power alarm. The system continued to operate supported by the backup battery. The controller¿s power cables were reconnected to the external power (14v batteries) and the alarm cleared. No other notable events or alarms were captured in the remaining of the log file. The controller periodic log file contained events captured from (B)(6) 2024. The recorded data did not add any new information regarding the reported event. In conclusion, the driveline disconnect alarm captured in the event log file appeared consistent with a physical disconnection of the driveline and the no external power alarm appeared consistent with both controller¿s power cable being disconnected from the external power source at the same time. The system controller, serial number (B)(6) was not returned for evaluation, and no further issues are reported at this time. The device history records were reviewed, and the records revealed the system controller, (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook, rev d, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Heartmate 3 patient handbook, rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ no further information was provided. The manufacturer is closing the file on this event.